Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 05-apr-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 4.8 mg/day via an implanted pump. It was reported the event/difficulty occurred during a procedure on (B)(6) 2021. The patient came in for normal elective replacement indicator (eri) replacement. It was noted while looking at the CT & x-ray, it looked as if the catheter was in a bunch of tangles. Once in the pocket, they aspirated, and aspiration was successful. Upon further investigation this was the abandoned catheter. It was reported diagnostics/troubleshooting performed included they aspirated from the catheter and the catheter cleared. Actions/interventions included the catheter was primed normally. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information was received from a company representative (rep) on (B)(6) 2021 indicated the tangled catheter was abandoned catheter that was abandoned in 2006. It was clarified a different catheter was implanted and connected to the pump. The tangled catheter was just simply abandoned.